Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Is the device available to be returned for evaluation? If so, please provide the status of the return sample an any available tracking information. Attempts have been made to obtain the device, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. The anaesthetist opened product, activated bulb by depressing glass bulb and a shard of glass protrude through the plastic covering. Product was not used on patient. No adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products. Evaluation: product sample received for analysis. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The cause was not established. A manufacturing record review was performed for the finished device batch and no non-conformances were identified.